Manufacturer narrative:
Batch reviews performed on 30 october 2017. (B)(4).

Event description:
The patient came in complaining of poor range of motion. The surgeon determined the patient did not have the ability to fully straighten the knee. The surgeon revised the insert and femur. The surgery was completed successfully.